Event description:
It was reported that during a defibrillator replacement procedure, the right atrial lead was noted to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
(B)(6).